Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was suddenly no longer able to hear with his ci on (B)(6), 2011. Prior to that (since august) he had intermittent fluctuations. There was no accident reported by the pt. The external parts were exchanged without improvement. Testing shows that the device has malfunctioned.